Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn: (B)(4)) displayed a user advisory (ua) 41 (patient temperature sensor failure) error message. No troubleshooting steps were performed to resolve the issue. As reported by the customer, the platform was stored in their ambulance compartment. No patient involvement.

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(6) displayed a user advisory (ua) 41 (patient temperature sensor failure) error message" was confirmed based on the archive data review but not confirmed during the functional testing. No device malfunction was observed that could have caused or contributed to the reported ua41 error message. A review of the autopulse platform archive revealed that frequent daily checks were performed by the customer. As reported by the customer, the autopulse platform was stored in a compartment in their ambulance. Factors such as ambient storage condition (e.g. A fire truck sitting in a hot and humid environment and/or being exposed to direct sunlight for long hours) as well as using the platform on a soft surface that may block air vents will increase the internal temperature of the autopulse platform and can cause the occurrence of a ua41 error message. Visual inspection of the returned autopulse platform revealed a cracked front enclosure at the front-end area of the platform. The observed physical damage is not related to the reported complaint, and it appeared to be the characteristics of normal wear and tear and/or user mishandling. The autopulse platform is a reusable device and was manufactured in june 2015, has been exceeding its expected service life of 5 years. The damaged front enclosure will be replaced to address the issue. A review of the autopulse platform archive was performed, and it showed multiple ua41 (patient temperature sensor failure) error messages to have occurred around the customer's reported event date; thus, confirming the reported complaint. Based on the archive data, patient temperature sensor failure occurred with the sensors reading 127 °c. Blowing hot and cool air directly to the location of the temperature sensor mounted was performed, and as a result, the sensor responded respectively to the temperature increase/decrease. However, the temperature sensor was replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. The autopulse platform passed initial functional testing without any fault or error, and therefore, the reported complaint could not be replicated. During further functional testing, it was noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance, unrelated to the reported complaint. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to normal wear and tear. The sticky clutch plate will be deburred to address the issue. Awaiting the customer's approval for repair.